Event description:
Adverse reaction to acuvue oasys contact lenses. Itching, burning, sharp pain, blurry vision over several months of wearing lenses. Unable to wear lenses. Frequency: daily. Dates of use: one year. Diagnosis or reason for use: near sighted. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.